Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The sales rep spoke with the surgeon and no details could be provided as to what occurred with the device. There was no adverse patient consequence reported. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Lockout broken. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device did not lockout as intended; upon disassembly of the instrument, the lockout posts were found to be broken. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.